Event description:
It was reported the x8-2t transducer would not articulate during use. The transducer was being used with an epiq cvx ultrasound system. The transducer was exchanged to resolve the issue. There was no patient or user harm associated with this event. The philips service engineer inspected and tested the transducer and not able to verify the reported issue. The transducer was replaced to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The investigation was not able to confirm the reported articulation issue as the transducer passed the articulation test. However, there was free play found when using the posterior/anterior knob as well as several minor cosmetic issues identified. There was no design defect found.